Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that degradation led to peeling and lifting of the adhesive at the distal end near the objective lens. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited lifted cement with chemical damage at distal end frame. There was no patient involvement.